Event description:
Device returned for analysis with report of "old pump connector split. New connector would not fit on catheter. Return of spasticity." Patient had a history of the pump being loose in the pocket. Patient complained of slight itching relieved by benadryl and x-rays of devices in 2003 revealed catheter connected. Pt continued complaints of symptoms of withdrawal-itching, burning sensation, excess swelling, slight hallucinations, and intractable spasticity. Patient given oral baclofen but it made them drowsy. Pt was last refilled at office as a courtesy to pt. Pt was seeking care with another hcp. Pt's catheter replaced two days later. Follow up with new hcp revealed pt was discharged in stable condition post replacement of the catheter, has not reported any problems and is due for follow up.